Event description:
The reporter stated that the rotator was not stuck on (falling off). There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Samples have been received; however, smiths has not yet completed its investigation. A f/u MDR will be submitted when the investigation has been completed.